Event description:
It was reported that during lab demonstration the sonopet console did not have any irrigation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated and no failures were detected with the irrigation. The device passed all testing before being returned to the customer.

Event description:
It was reported that during lab demonstration the sonopet console did not have any irrigation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.